Event description:
The facility reports the resident was being transferred from chair to bed. The resident was over the bed when the legs of the lift collapsed. The lift tilted forward and the resident fell onto the bed. Staff noticed a cut on the resident's lip.